Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to infection and customer's blood glucose level went to high. The customer's blood glucose at the time of incident was 400mg/dl. The customer treated high blood glucose with shots. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, basic occlusion, occlusion test, prime/compromised force sensor system, and excessive no delivery test. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube and cracked lcd window.